Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check test failed. The patient was scheduled to have a check-up in the clinic to evaluate the position of the right atrial (ra) lead and re-programming will be performed. The ra lead remains in use. No patient complications have been reported as a result of this event.